Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit has a message on display iabp may require maintenance. There was no patient involvement.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit has a message on display iabp may require maintenance. There was no patient involvement and no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, b5, d9, e1 (site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10 additional information: e1(event site telephone: +011(066)898-951-719) a getinge field service engineer (fse) failed to check the drive regulator calibrations, causing the above problem. Fse changes vacuum inlet (sm1) 2 pieces filter (d103-00-0631) and pressure reservoir (sm4) 1 piece filter (d103-00-0499) which is an unused spare part from v014. After changing the filter and doing drive regulator calibrations again, test the use of machine, machine can be used normally. It was further discovered that the safety disc and battery were due for replacement. A price will be offered later to purchase a new replacement. Unit returned to the customer and cleared for clinical use.